Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and dizziness presented in the clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. On (B)(6) 2016, the patient presented for lead revision. Prior to procedure, fluoroscopy was performed and revealed the lead had dislodged. During procedure, the physician tested the helix and it would not extend. The lead was explanted and replaced. The patient was in stable condition and experienced no adverse consequences.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 22.8cm to 23.2cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.